Manufacturer narrative:
An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 14mm amplatzer septal occluder was chosen for implant procedure on (B)(6) 2021. Post procedure, later on that same afternoon on (B)(6) 2021, the device was discovered to have embolized into the aorta. The patient went for surgical removal and a snare was used to remove the device. A second access site (femoral) was made for retrieval of the device. The patient remained stable throughout the explant procedure. No additional information has been provided.